Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect (short shot) with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and molding defect (short shot) was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the cap was broken with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the shield was chipped. Looks short shot.